Event description:
It was reported that a clickline insert rivet fell off during surgery. No further information provided.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The device in question was not provided despire several requests. Hence, an investigation could not be performed and a clear conclusion cannot be drawn. The event is filed under internal karl storz complaint ID (B)(4).